Manufacturer narrative:
This spontaneous case through social media describes the occurrence of uterine haemorrhage ("uterine haemorrhages") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine haemorrhage (seriousness criterion intervention required), general physical health deterioration ("deteriorating health"), arthropathy ("loss of the use of the hip"), back pain ("backache"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (removal of the uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to uterine haemorrhage, general physical health deterioration, arthropathy, back pain, amnesia or disturbance in attention. The reporter commented: patient's age group: between 40 and 50 years old. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case through social media describes the occurrence of uterine haemorrhage ("uterine haemorrhages") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine haemorrhage (seriousness criterion intervention required), general physical health deterioration ("deteriorating health"), arthropathy ("loss of the use of the hip"), back pain ("backache"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (removal of the uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to uterine haemorrhage, general physical health deterioration, arthropathy, back pain, amnesia or disturbance in attention. The reporter commented: patient's age group: between 40 and 50 years old. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.